Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failure to release. Block h10: investigation results, the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was partially separated from the device, confirming that the clip did not open. Microscope examination was performed, and it was observed that the capsule locking the tabs were damaged and it there was evidence of excess of manipulation in the device. The clip arm wings were not inside of the capsule windows. No other issues with the device were noted. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU) / product label, as this procedure was done by using jf scope. However, per the IFU, resolution 360 clips are designed to be compatible with forward viewing endoscopes only. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, both clips were attempted to be deployed onto a bleeding from just beside ampulla, but both clips could not be opened and released from the catheter to deploy. The procedure was completed with another resolution 360 clip device. Additionally, it was also noted that this procedure was done by using jf scope duodenoscope which is not described within the instructions for use. Per the instructions for use (IFU), resolution 360 clips are designed to be compatible with forward viewing endoscopes only. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, both clips were attempted to be deployed onto a bleeding from just beside ampulla, but both clips could not be opened and released from the catheter to deploy. The procedure was completed with another resolution 360 clip device. Additionally, it was also noted that this procedure was done by using jf scope duodenoscope which is not described within the instructions for use. Per the instructions for use (IFU), resolution 360 clips are designed to be compatible with forward viewing endoscopes only. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.